Event description:
It was reported, that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted, that the left ventricular (lv) lead was failing to capture. The lv lead was explanted and replaced. The patient was in stable condition.